Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases and one extended opening. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified: one sharp edge opening in the shell with stress marks, one opening striated and wear abrasion. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening in the shell with stress marks in the side posterior assessed as surgical impact opening and one striated opening in the side anterior assessed as surgical damage.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture and "patient's concern with the product." Device remains implanted.